Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 532 mg/dl and a moderate ketone level. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released approximately 4 days later with the issue resolved and no permanent damage. The customer alleged the pump was not delivering insulin as intended; however, this could not be confirmed as customer did not have the pump available for troubleshooting with tandem technical support. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.